Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the clips were scissoring when deployed. A second like clip applier was used to complete the procedure. There were no patient consequences reported.